Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the base but not detached from the tip. The broken piece was returned with the instrument. Further inspection of the returned force bipolar instrument found additional damage to the damaged and broken insert-carbide on the grip-tips. Additionally, the force bipolar was found to have a broken carbide insert on one grip(s). The carbide insert was returned, but there is an assumption of missing pieces of the carbide that could not be measured in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the broken insert (broken grip tips). The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the force bipolar instrument had bent tips. There was no report of patient involvement or patient injury.